Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2018-00066. It was reported x-rays indicated the patient's leads had migrated. Reprogramming was unable to provide therapy. Patient denies any falls or trauma.

Event description:
Device 2 of 2 : reference MFR report: 3008829311-2018-00066 . Additional information indicated the leads were explanted and replaced. Postoperatively, effective therapy was restored.